Event description:
While wearing the external equipment, the pt reportedly had no sound perception. The pt was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. Testing could not establish a link between the sound processor and the internal device. Surgery was scheduled to explant the pt's c1 device.